Manufacturer narrative:
(B) (4).

Event description:
See also manufacturer report 3004209178-2010-02234. The stimulation could not be adjusted and the patient had a loss of therapeutic effect when the stimulation was on. For the right-side implant only the 9v light was activated on the programmer. For the left-side implant all of the lights were activated on the programmer. The devices were replaced and the patient was no longer having problems.